Manufacturer narrative:
Physio-control evaluated the device. The reported problem was confirmed. After replacing the power supply and system pcb assemblies, proper operation was confirmed and the device was returned to the customer.

Event description:
The device reportedly lost power while administering external pacing to a cardiac patient during vehicle transport. A backup device was obtained and used to complete the transport. There were no adverse affects to the pt reported as a result of device use.